Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.8 mmol/l (356.4 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Multiple corrections were administered using the pod and the temporary basal on the omnipod personal diabetes manager (pdm) was increased by 80%, but the patient¿s bg levels did not decrease. Insulin was leaking on the skin, the pod was removed and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia. The patient's blood glucose and insulin history is as follows: (B)(6).